Event description:
It was reported that the black sensor cover on the rh frontal sinus seeker was missing after a surgical procedure in the sterile processing department at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the black sensor cover on the rh frontal sinus seeker was missing after a surgical procedure in the sterile processing department at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, however, a root cause for the breakage could not be determined. The device was not returned to the healthcare facility, as it was not repairable.